Event description:
Patient prepped for pacemaker placement, incision made and cautery blade used. Cautery blade noted to have sparked with a yellow flame. The surgical field caught fire causing first and second degree burns to the face and severely singed hair. Procedure had to be aborted.